Event description:
It was reported that the patient underwent a hip revision due to dislocation and recurrent infection. New implants placed and antibiotics administered. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) ¿ head. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.